Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating at the insertion section peeled off occurred due to by applying stress to the insertion section such as the following: physical stress caused by rubbing, hitting, or the like. Chemical stress caused by reprocessing not recommended in IFU (reprocessing manual) stress caused by poor storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) However, a definitive root cause could not be determined. ¿a cautionary statement for the surface of insertion tube related to peeling off the coating was noted in each instructions for use (IFU) for 60 models of bf endoscopes.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the reported issue (scratches on insertion tube) was confirmed. It was observed that there were scratches on the connecting tube due to physical stress. In addition to coating peeling off, service found the distal end was scratched, the adhesive on the bending section cover was detached, the bending section cover was scratched, the bending angle in down direction was out of specification due to wear of the angulation wire, the control unit was scratched, the universal cord was scratched, and the up down plate was scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that there were scratches on the insertion tube of the subject device. The reported issue was observed during maintenance of the subject device. There was no patient or procedure involvement. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the coating on the connecting tube was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off).